Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by running samples. While troubleshooting, a broken liquid sense ground wire was found and replaced which resolved the complaint. Fse successfully performed daily check and qc runs without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: [2011] air detected [sample] is generated when there is no contact with the liquid surface after sample suction. List of flags states the following: mf: a flag is attached due to an abnormality occurring during sample dispensing. Operation continues but a return failure disables the assay. The most probable cause of the reported event is due to broken ground wire.

Event description:
A customer reported getting "mechanical failure (mf) flag" and "2011 air detected [sample]" error during quality control run on the aia-360 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), luteinizing hormone (lhii) and progesterone (progii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The liquid sense ground cable was returned to tosoh instrument service center for investigation. Visual inspection found that the attachment ring of the ground cable was detached from the wire, confirming the reported event was due to broken ground wire. The most probable cause of the reported event is due to broken liquid sense ground wire.